Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7646526. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7646526. Common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7496007.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient does not receive effective therapy from the system. Surgical intervention may be taken at a later date to address the issue.